Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low hemoglobin (hgb) and falsely high platelets (plt) generated by the coulter lh 500 analyzer for one patient. A patient sample gave 8.5g/dl when tested for hgb and upon repeat on a different instrument gave a result of 12.9g/dl. The patient was then redrawn and gave a result of 12.8g/dl and upon testing on a different instrument it gave a result of 13.1g/dl. This patient sample was tested for plt and gave a result of 677 x 10 to the third power cells/ul and a result of 128 x 10 to the third power cells/ul when tested on a different instrument. The patient was then redrawn and gave a result of 129 x 10 to the third power cells/ul and upon testing on a different instrument it gave a result of 133 x10 to the third power cells/ul. Redrawn / rerun results were considered correct. Erroneous results were reported out. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 5cc bd vaccutainer and stored at room temperature. Customer mixes sample with a few inversions by hand before placing on the instrument. Qc was run before and after the incident and recovered within range. The instrument is currently performing within qc specifications. Service call was cancelled for this issue. In 2008, the field service engineer (fse) indicated that the customer would review their sample mixing techniques and check samples for clots. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.